Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that the ilet device alerted for low glucose. The lowest reported blood glucose (bg) was 65 mg/dl. The user treated with toast and juice, but bg remained unchanged after 15 minutes. The user then consumed additional juice and bg stabilized. Symptoms reported during the event included tiredness and feeling sick. No external assistance or medical intervention occurred.